Event description:
The screw (of impactor handle) fell out during the keel prep portion of the surgery. It fell into the knee, but one of the assists saw it and grabbed it with a pick-up. There was no delay, and the instrument was used during the cement phase to impact the femoral and tibial implants.

Manufacturer narrative:
The screw fell out during the keel prep portion of the surgery. It fell into the knee, but one of the assists saw it and grabbed it with a pick-up. There was no delay, and the instrument was used during the cement phase to impact the femoral and tibial implants. Lot number: e202701 this surgery was with (B)(6) dr. At (B)(6) hospital, wi. During keel preparation, impaction caused a screw to fall out of the impactor handle and into the knee. One of the assists saw the screw and grabbed it with a pick-up. This incident did not cause any delay to the surgery and the impactor handle was used during the cement phase to seat the femoral and tibial implants. The handle and screw were returned. The fallen screw, that was packaged separately, showed little sign of loctite. From this observation the failure mode was confirmed that the screw was loose. A field action was previously opened for this failure mode per fi-22-003. A design change that constrains the screws within the handle has been implemented to prevent this failure mode per dco-012131 (ed-07827 rev ag). Note: upon further investigation of the handle, the button was functional and the locking arms moved as intended. Additionally, the button, locking arms, and spring did not show any damage (see image ccr-04498_5). One thing to note is that the screw that had not fallen out of the handle was easily turned loose. It did show some signs of sticking when being removed, making it seem as if there was some loctite left keeping it in place. Production date: may 27th 2020, batch 1. The design fmea for this device, fmea-02696 rev aj, was reviewed. The reported failure mode is captured by row 264: screw falls out into joint. A field action has been opened from previous reports of this failure mode. A design change has already been implemented to reduce or eliminate the occurrence of this failure mode. Testing was conducted to support this change.